Manufacturer narrative:
Two patient samples,(B)(6) and (B)(6) were returned for investigation. The investigation determined there was an interfering factor in both patient samples. The interference is documented in product labeling. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for a total of 9 patient samples tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The samples were initially tested on this customer's e801 analyzer on (B)(6) 2019. The samples were repeated on a centaur analyzer. The samples were provided for investigation where they were tested on a cobas 8000 e 602 module on (B)(6) 2019. For investigation, the samples were also tested on a second e801 analyzer and a cobas e 411 immunoassay analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patients. The serial number of the e602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 372451, with an expiration date of 30-nov-2019 was used on this analyzer. The serial number of the e801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of 31-oct-2019 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 372451, with an expiration date of 30-nov-2019 was used on this analyzer.